Event description:
Reportedly, a low amplitude ventricular signal is recorded at the start of each sensing test leading to an alert display.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a low amplitude ventricular signal is recorded at the start of each sensing test leading to an alert display.